Event description:
It was reported to philips that the unit only boots up on ac power, and is frozen in service mode/non-responsive to inputs. There was no patient involvement.

Manufacturer narrative:
Complaint evaluation : a philips remote technical service request was provided to investigate the reported issue. Engineer advised that the processor pca has likely failed, and provided the customer the bench repair costs and nearing end of life (eol) date for the device. A good faith effort has been made to determine if the customer called back to request bench repair on the device, but there was no response. As such, the case was closed in the source system. Customer resolution and conclusion : philips is unable to rule out that a malfunction did not occur. As the device was not sent in for bench repair evaluation, a definitive cause for the alleged failure could not be determined. The customer was provided information. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.